Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the cartridge tubing of multiple cartridges. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no reported impact to blood glucose.